Event description:
Boston scientific received information that the patient with this device received multiple inappropriate anti-tachycardia pacing (atp) treatments and shock therapy. Therapy was exhausted. The device was reprogrammed in an attempt to prevent future inappropriate therapeutic episodes. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.